Event description:
The hospital reported difficulty oxygenating the patient. The device was changed out and the po2 levels were reported to be at normal levels. The patient was reported to have not been affected by the incident.